Event description:
It was reported that the patient was not getting any relief since the implant of a new pump in 2007. The patient complained of increased spasticity (severe spasms) and that he felt like he did back in september when he went through a withdrawal period. Patient feels like the pump has never worked and reported never getting any relief despite having had two 100 mcg increases since the implant. The concentration and daily dose of baclofen being administered via the pump wer not reported. The patient had been put on flexeril for the severe spasms (dosing regimen was not provided). The patient is a nursing home patient. A volume discrepancy was noted at the clinic in 2005; the expected reservoir volume was 11 ml while the actual reservoir volume was 37 ml. Health care providers were wondering if there was a kink and planned to check the logs, perform a dye study and roller study. Add'l info had been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.